Event description:
Reportedly, on (B)(6) 2019, the patient was admitted to hospital after receiving an inappropriate shock. A ventricular lead issue was suspected. Atp and shock therapies were deactivated and a reset of the device memory was performed. On (B)(6) 2019, even if the battery voltage was equal to 2.86v (and the last shock was delivered 5 days before), the displayed estimated residual longevity was below 3 months. A new ventricular lead was implanted and the ICD was replaced. Preliminary analysis showed normal battery depletion.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2019, the patient was admitted to hospital after receiving an inappropriate shock. A ventricular lead issue was suspected. Atp and shock therapies were deactivated and a reset of the device memory was performed. On (B)(6) 2019, even if the battery voltage was equal to 2.86v (and the last shock was delivered 5 days before), the displayed estimated residual longevity was below 3 months. A new ventricular lead was implanted and the ICD was replaced. Preliminary analysis showed normal battery depletion.

Manufacturer narrative:
Review of available patient files showed episodes of ventricular noise oversensing with non-physiological signals since (B)(6) 2017 (at least). An inappropriate shock was delivered on (B)(6) 2019. Abnormal rv coil continuity was observed since (at least) (B)(6) 2019. Preliminary analysis on the returned device did not reveal any anomaly on the subject ICD.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the patient was admitted to hospital after receiving an inappropriate shock. A ventricular lead issue was suspected. Atp and shock therapies were deactivated and a reset of the device memory was performed. On (B)(6) 2019, even if the battery voltage was equal to 2.86v (and the last shock was delivered 5 days before), the displayed estimated residual longevity was below 3 months. A new ventricular lead was implanted and the ICD was replaced. Preliminary analysis showed normal battery depletion.